Event description:
It was reported that during lap hysterectomy procedure, the device tissue pad split within a minute of use. No piece fell into the pt. Another device was used to complete the procedure. There was no adverse consequence to the pt.

Manufacturer narrative:
Info anticipated, but unavailable at this time.